Event description:
It was reported that a (B)(6)-year-old black american, and hispanic female who underwent a breast augmentation primary with a mentor memorygel, 700cc breast implant experienced left-sided capsular contracture unknown grade, and local reaction post procedure. The patient stated that she is experiencing tightness and scratching type of pain and swelling, one implant is sitting up higher than the other with pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 24, mentor became aware that unintentionally missed this statement from b5 section in initial report. Please refer to corrected data section. Manufacturer¿s reference number: (B)(4). The patient got into an accident but the symptoms happened 2 weeks later. Per correct codification pc crushing injury added.